Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight are unknown. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing date: september 10, 2004. Synthes (B)(4) manufactured the cannulated 4.0mm hexagonal screwdriver (part number 314.05, lot 4846950). The parts conformed per synthes inspection sheet. No material record reports or non-conformance reports were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the cannulated hexagonal screwdriver, 4.0mm is for inserting 7.3mm cannulated screws; proper use and maintenance are addressed in technique guide j4552-g. One cannulated 4.0mm hexagonal screwdriver (part 314.05, lot 4846950) was returned with the complaint that ¿during a scheduled implant removal, 1 screw head stripped and 1 screw head snapped off. It was unknown if screwdriver caused the stripped and broken screw head, but the surgeon was unable to remove the screws. The screwdriver looked damaged upon inspection. Removal was aborted.¿ upon receipt of this device, it was seen that the distal cannulated tip is rounded inward from all sides and two of the hexagonal flats are cracked. This complaint is confirmed. The cannulated screwdriver is to be used for screw insertion; a solid hexagonal screwdriver should have been used during this procedure. It is unknown what hardware was attempted to be removed. The associated drawings for this device were reviewed. The rounded condition may have been due to the age of the screwdriver and regular use over time; however, this device was not being used as intended when described complaint occurred. Therefore, the root cause of this complaint is improper use of the instrument. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an implant removal procedure on (B)(6), during which the head of one screw stripped and the other snapped off. It is unknown if the screwdriver used caused the one screw to strip and the other to break. The removal attempt was aborted. A re-attempt at removal was made on (B)(6) 2015, but the screws were still not able to be removed. There was a reported sixty (60) minute delay for the procedure. This report is 1 of 3 for (B)(4).